Event description:
The complaint is reported as: patient left the unit around 0200 for MRI scan of the brain. At this time the patient was stable on 4 mcg of norepinephrine. When arrived at MRI, the patient's blood pressure started to decrease slightly. Norepinephrine drip increased to 10 mcg. The norepinephrine was then increased to 12 for the MRI. After the MRI started the patient's blood pressure began to decrease dramatically to around 70s/30s and the patient became bradycardic. The MRI was stopped and a manual blood pressure performed. The manual pressure correlated with the arterial line. The norepinephrine drip was increased again and on examination the patient's central line in which levophed was running had "snapped in half". The norepinephrine was not going in and blood was coming out. The nurse clamped the line with her hand and switched ports with the norepinephrine. The patient was stabilized once back in the unit and there was no further injury or complication. The line was removed and other access was obtained.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: patient left the unit around 0200 for MRI scan of the brain. At this time the patient was stable on 4 mcg of norepinephrine. When arrived at MRI, the patient's blood pressure started to decrease slightly. Norepinephrine drip increased to 10 mcg. The norepinephrine was then increased to 12 for the MRI. After the MRI started the patient's blood pressure began to decrease dramatically to around 70s/30s and the patient became bradycardic. The MRI was stopped and a manual blood pressure performed. The manual pressure correlated with the arterial line. The norepinephrine drip was increased again and on examination the patient's central line in which levophed was running had "snapped in half". The norepinephrine was not going in and blood was coming out. The nurse clamped the line with her hand and switched ports with the norepinephrine. The patient was stabilized once back in the unit and there was no further injury or complication. The line was removed and other access was obtained.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated extension line was able to be confirmed by the photo; however, it cannot be confirmed of the separation occurred at the luer hub as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.